Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were broken and contaminated, the bail covers broken, the heart block, lead flex cover, lead flex o-ring, heart wire contacts, battery drawer, battery drawer o-ring, heart lead flex and bails were contaminated, the ring cover and the ring were missing, the battery contacts compressed and the ventricle output connector was corroded. The device was to be scrapped in-house. (B)(4).